Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a patient with a native bicuspid calcified aortic valve, the native valve was pre-dilated using a 20 mm non-medtronic true balloon. During first deployment, infolding occurred. A recapture was done and a new deployment performed, however the infolding was still present. A second recapture was done and a new attempt to solve the problem but infolding was still present. A third recapture was performed and the delivery catheter system (dcs) with valve was withdrawn from the patient. A non-medtronic transcatheter valve was implanted. It was noted that the valve was loaded and checked in all recommended ways with no sign of overlapping crowns. The cusp overlap technique was used and deployment was within the recommended depth, approximately 2-3 mm implantation depth. No adverse patient effects were reported.

Manufacturer narrative:
Product ID d-evolutfx-2329 (lot: 0012180464); product type: 0195-heart valves; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned inside the capsule of the delivery system. The valve was removed from the delivery system and forwarded to the santa ana return product analysis lab. The valve was received in a return kit jar submerged in cloudy 0.2% glutaraldehyde solution. As received, all leaflets were in a partially closed position with a gap between the free margins. All leaflets were stiff with minimal flexibility. The tissue was dry with signs of deep creases and frame imprints. These conditions may be associated with the valve being crimped inside the delivery system for an extended period of time. Bloody host tissue was found on all commissures; appeared intact. The valve appeared discolored showing evidence of blood contact. The frame was received compressed at the valve skirt with the inflow view exhibiting an elliptical appearance. The tissue around the valve skirt was dry with signs of imprints. The valve was submerged in body-temp (approximate 37 celsius) saline. The frame expanded; however, appeared to maintain a compressed condition. It is possible the compressed state may be associated with the valve being loaded inside the delivery system for an unknown duration of time. There was no evidence of frame kinks or bends after warm saline submersion. Due to the returned condition of the valve, a deployment simulation could not be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: six static images were provided for review. The patient¿s executive summary was partially provided for anatomical review. The provided images show that the patient has a significantly calcified bicuspid aortic valve. It was reported that a pre-dilation was performed. Fluoroscopic valve load inspection was not provided for review; thus, it is not possible to validate a good load. The valve was deployed just prior to the point of no recapture, and an infold was visible in multiple views. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. It was reported two additional deployment attempts were made without resolution of the infold, which was evident on the provided images. Of note, recapturing an infolded valve will not resolve the infold. It was reported that the infolded valve was removed, and a non-medtronic valve was implanted. In this case, as a fluoroscopic valve load inspection was not provided, therefore it is not possible to rule out that a misload could have contributed to the infold. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.